Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to be deployed.

Event description:
It was reported to boston scientific corporation that resolution 360 clip was used to treat a gastrointestinal bleeding during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip was able to lock onto tissue; however, the clip would not release from the catheter to deploy. Another attempt was made to deploy the clip but still unsuccessful. The procedure was then completed with another resolution 360 clip. There were no patient complications have been reported because of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to be deployed. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Functional evaluation was performed, and the clip assembly could perform full deployment without problems. No problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the clip assembly could be released from the catheter without problems. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that resolution 360 clip was used to treat a gastrointestinal bleeding during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip was able to lock onto tissue; however, the clip would not release from the catheter to deploy. Another attempt was made to deploy the clip but still unsuccessful. The procedure was then completed with another resolution 360 clip. There were no patient complications have been reported because of this event.